Manufacturer narrative:
Investigation including root cause analysis is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received on 06/20/2016 that the event has resolved and the lot number, 231005f is now known.

Manufacturer narrative:
The complaint product was not returned for evaluation. Retained product from the same lot was evaluated and all testing was found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no non-conformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by the patient that "she wore the contact lenses (unspecified brand) and used the contact lens care solution for an hour (unspecified how the solution was used)&#55297;nd experienced stinging and blurry vision. The patient removed the lenses and inverted them and re-inserted them, as she thought she might be wearing them incorrectly, but she experienced not only severe blurry vision but also redness and watery eyes. The consumer noted that she felt like her vision was damaged because it was difficult to see and she needed to visit an ophthalmic clinic. The ophthalmologist diagnosed the patient with corneal erosion (literal translation "corneas peeled") in both eyes and the patient was instructed to try to keep her eyes closed for 4-5 days. The patient noted that she felt like sand was in her eyes when she blinked her eyes, felt pain, and had difficulty opening her eyes which caused her difficulty in her daily life. Additional information was received on 05/27/2016 from the patient who stated that she used the solution to clean her contact lenses (unspecified brand) in the morning on (B)(6) 2016 which is when the event occurred. The patient was prescribed unspecified eye drops, antibiotics (unspecified) and painkiller (nsaid - anti-inflammatory) and noted that she was currently better than she was before. The patient refused any further contact.